Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the belt receptacle was broken free from the case and unplugged from the monitor ca board. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.